Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.

Event description:
It was reported the displacement of the catheter without displacement of the cuff. The catheter was removed and another one was used.